Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the sensor wire is missing. There was no allegation of an adverse event. This complaint is being reported because of the cgm the issue .